Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) and right atrial (ra) lead. The cause of the event was due to suspected insulation damage, although not confirmed. The rv and ra leads were capped and replaced to resolve the event. The patient was stable.